Event description:
It was reported that the patient presented in the emergency room after feeling like he was going to pass out. The pulse generator exhibited intermittent loss of capture. After reprogramming the device, constant capture was observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.